Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter indicated that the up and down arrow buttons were sticking and sometimes required multiple presses to respond. The reporter confirmed that the keypad was intact. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 01/25/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be peeling at the ok button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, the down arrow was found to be intermittently unresponsive; all of the other keypad buttons responded appropriately; none of the buttons was found to be sticking. There was evidence of contamination found under all of the button contacts.